Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Bristles are coming out and coming in mouth - oral-b refills [device breakage]. Case narrative: the consumer stated on phone that the bristles of the oral-b refills were coming out and coming in their mouth. No injury was reported.